Event description:
Customer reported an injury sustained while performing maintenance and lifting the hood of the au5400 immunochemistry system. The operator injured her shoulder when she was at full reach when lifting the hood of the analyzer. On (B)(6) 2012, the operator stated that she sought medical attention for the injury to her shoulder. She was prescribed muscle relaxers and pain medication, given steroid injection, and is currently going to physical therapy. The analyzer was evaluated by a beckman coulter field service engineer (fse). The fse inspected the gas shocks, finding that the shocks lift up normally and stay in place at halfway down without falling, thus functioning normally. The gas shocks were within specification and were replaced by the fse as a precaution.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the gas shocks on the hood of the analyzer. Per procedure ecn (B)(4), the shock strength was within specification. The shocks lift up normally and stay in place at halfway down without falling. The wear of the gas shocks was within specification, per (B)(4) preventive maintenance procedure. The fse replaced the gas shocks as a preventive measure.